Manufacturer narrative:
E1 - (b)(6).The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an E216 scope error occurred during inspection for an unspecified procedure involving an Olympus gastrointestinal videoscope. There was no patient injury reported.